Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the quick disconnect (qd4) was loose and was leaking. The fse tightened the quick disconnect and the instrument performed without any leaks. However, the instrument continued to fail backgrounds for differential parameters. The fse noticed that there was excessive protein build up in the differential mixing chamber. The fse bleached the mixing chambers and the instrument passed all backgrounds. The fse also replaced the differential reagent pumps, the differential pak and the reagent check valves as incidental service. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported the instrument was failing differential backgrounds and approximately 20 mls of diluent leaked from the coulter lh 780 hematology analyzer onto the counter. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.